Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a broken sensing knob stem on the external pulse generator (epg) resulting in the knob to be non-functional. The status of the device is unknown. There was no patient involvement recorded with this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the upper case was broken with the encoder pushed inside the device. It was also noted that the output connector assembly was broken, the hanger assembly was broken, the encoder assembly was replaced as a preventative, one knob was missing, battery wires were pinched but wire insulation was not compromised, lower case was broken, display wires were pinched with wire insulation exposed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.